Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Procedural images were received but have not yet been evaluated. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was previously implanted with a 4x12x142 cm of palmaz blue aviator plus peripheral stent and returned for review approximately 7 months later where it was found that the stent was fractured. The type of procedure was angioplasty. The device was stored and prepped as per the instruction for use (IFU). No damage was noted to the packaging of the device. Nothing unusual was noted about the stent delivery system prior to use. The target lesion was vertebral artery which was moderately calcified and tortuous with 75% stenosis. The device was not used for chronic total occlusion (cto). The total length of the stented segment was 12mm. The lesion was pre-dilated prior to stent implantation. One stent was initially placed. The stent did not overlap. The stent was not implanted in an actively moving segment of the artery. The stented area was not in a location where the vessel was intramyocardial. There was no myocardial bridging noted. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Normal atmospheres of pressure were used to deploy the stent. An intravascular ultrasound (ivus) was done after the initial stent placement. No anomalies were noted. The stent was not post-dilated. No unusual force used at any time during the procedure. The fractured stent was treated with balloon dilation. There was no reported patient injury. There were no adverse events after the treatment of balloon dilation. Images of the device is available for review. The device will not be returned for evaluation since it remains implanted in the patient.

Event description:
As reported, this complaint involves a patient who underwent endovascular treatment of a vertebral artery stenosis. A palmaz blue aviator plus 4x12mm stent was placed. Seven months later, the stent was noted to be fractured. No difficulties were noted during the stent implantation procedure. The type of procedure was angioplasty. The device was stored and prepped as per the instruction for use (IFU). No damage was noted to the packaging of the device. Nothing unusual was noted about the stent delivery system prior to use. The target lesion was vertebral artery which was moderately calcified and tortuous with 75% stenosis. The device was not used for chronic total occlusion (cto). The total length of the stented segment was 12mm. The lesion was pre-dilated prior to stent implantation. One stent was initially placed. The stent did not overlap. The stent was not implanted in an actively moving segment of the artery. The stented area was not in a location where the vessel was intramyocardial. There was no myocardial bridging noted. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Normal atmospheres of pressure were used to deploy the stent. An intravascular ultrasound (ivus) was done after the initial stent placement. No anomalies were noted. The stent was not post-dilated. No unusual force used at any time during the procedure. The fractured stent was treated with balloon dilation. There was no reported patient injury. There were no adverse events after the treatment of balloon dilation. Images of the device is available for review. The initial images show a high grade left vertebral artery stenosis just beyond the origin. As per clinical report, the 75% lesion was predilated. Following this the sds was advanced across the lesion and the balloon expandable stent was then placed. The stent was post dilated as well. Final angiogram demonstrated an excellent result. Subsequent images show fracture of the stent approximately 1/3 from its proximal end at the site of original stenosis. Following balloon dilation there is an excellent result and a normal flow lumen is restored. Stent placement for vertebral artery ostial stenoses is a common and likely preferred treatment for symptomatic disease. Nevertheless, in stent restenosis and stent fracture are potential complications of this procedure. The vertebral artery origin is known to have an increased rate of restenosis and stent fractures similar to coronary artery ostial lesions. Although not entirely understood, it is felt to be secondary to increased elastin and smooth muscle in the vessel wall leading to increased elasticity and recoil of the vessel. Multiple studies have demonstrated the increased risks of stent fractures in balloon expandable stents placed in the vertebral artery origin. Therefore, I do not believe this complaint represents device or manufacture issue but rather the difficulty in treating high grade extracranial vertebral artery stenosis. The treating physician handled the complication correctly and continued surveillance is recommended. The device will not be returned for evaluation since it remains implanted in the patient.

Manufacturer narrative:
Correction: serious injury. Complaint conclusion: a palmaz blue aviator plus 4mm x 12mm stent was placed. Seven months later, the stent was noted to be fractured. No difficulties were noted during the stent implantation procedure. There was no reported patient injury. The type of procedure was endovascular treatment of a vertebral artery stenosis with angioplasty. The target lesion was the vertebral artery which was moderately calcified and tortuous with 75% stenosis. The device was not used for chronic total occlusion (cto). The total length of the stented segment was 12mm. The lesion was pre-dilated prior to stent implantation. One stent was initially placed. The stent did not overlap. The stent was not implanted in an actively moving segment of the artery. The stented area was not in a location where the vessel was intramyocardial. There was no myocardial bridging noted. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Normal atmospheres of pressure were used to deploy the stent. An intravascular ultrasound (ivus) was done after the initial stent placement. No anomalies were noted. The stent was not post-dilated. No unusual force used at any time during the procedure. The fractured stent was treated with balloon dilation. There were no adverse events after the treatment of balloon dilation. The device was stored and prepped as per the instruction for use (IFU). No damage was noted to the packaging of the device. Nothing unusual was noted about the stent delivery system prior to use. The product was not returned for analysis. A product history record (phr) review of lot 17744764 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A medical review of the provided images was completed. The initial images show a high grade left vertebral artery stenosis just beyond the origin. As per clinical report, the 75% lesion was predilated. Following this the sds was advanced across the lesion and the balloon expandable stent was then placed. The stent was post dilated as well. Final angiogram demonstrated an excellent result. Subsequent images show fracture of the stent approximately 1/3 from its proximal end at the site of original stenosis. Following balloon dilation there is an excellent result and a normal flow lumen is restored. Stent placement for vertebral artery ostial stenoses is a common and likely preferred treatment for symptomatic disease. Nevertheless, in stent restenosis and stent fracture are potential complications of this procedure. The vertebral artery origin is known to have an increased rate of restenosis and stent fractures similar to coronary artery ostial lesions. Although not entirely understood, it is felt to be secondary to increased elastin and smooth muscle in the vessel wall leading to increased elasticity and recoil of the vessel. Multiple studies have demonstrated the increased risks of stent fractures in balloon expandable stents placed in the vertebral artery origin. Therefore, I do not believe this complaint represents device or manufacture issue but rather the difficulty in treating high grade extracranial vertebral artery stenosis. The treating physician handled the complication correctly and continued surveillance is recommended. Without the return of the device for analysis and based on the limited information provided, the reported ¿stent- fractured - in patient¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics of a moderately calcified and tortuous vessel with 75% stenosis may have contributed to the reported event. According to the information for safety labeling ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include but may not be limited to: patients with highly calcified lesions resistant to pta. Warning: patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Prior to use, the product should be examined to verify functionality and integrity. The cordis palmaz blue .014 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. The use of this product for procedures other than those indicated in these instructions is not recommended. Prior to use, the product should be examined to verify functionality and integrity. Potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: stent migration/embolization.¿ this complaint does not represent device or manufacture issue but rather the difficulty in treating high grade extracranial vertebral artery stenosis. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.